Event description:
It was reported that the ins was "poking out" and was no longer laying flat. The patient noted: "it seems like it slipped out of where it's suppose to be". Regarding when did the event or symptoms occur, it was noted "last night" . Regarding if the patient had any falls or trauma, it was noted: "yes." Regarding if the patient had her ins checked at all after those falls, it was noted she had not. The patient was looking for a new healthcare provider as her healthcare provider retired and the phone number was disconnected. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2013-23815.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3889-28, lot# v914059, implanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# v864270, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was later reported that the patient got into a fight in (B)(6) 2013 and now her implantable neurostimulator (ins) was loose in the pocket. They suspected sutures broke. The ins was floating and was getting caught on chairs, etc. They had a loose bandage to help secure at the moment. Patient was currently at a drug and alcohol rehabilitation center. The reporter needed a new hcp (healthcare provider) to revise the pocket. The reporter wanted the pocket revised before the patient gets out of treatment to prevent pain medication needs.